Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/29/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery and revision of previous mesh on (B)(6) 2018 during which the surgeon noted a fascial defect, just caudal to the mesh that had been previously placed. The mesh was incised in the midline, making an aggregate four inch defect. It was reported the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.